Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the pump intermittently powers with returned battery cap. Evidence of moisture contamination inside battery compartment and on underside of battery cap. A test battery cap was used for all testing. Two eaw 088 watchdog errors observed in black box on (B)(6) 2014. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case and disassembled pump. Evidence of additional moisture contamination inside pump.